Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 10 in the mouth, the implant had not integrated. Clinician reports patient's infection, bone loss, pain, bleeding, inflammation, an abscess and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 10 in the mouth, the implant had not integrated. Clinician reports patient's infection, bone loss, pain, bleeding, inflammation, an abscess and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the device received was not manufactured by neodent.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 10 in the mouth, the implant had not integrated. Clinician reports patient's infection, bone loss, pain, bleeding, inflammation, an abscess and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).